Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because the suture was not returned with the device, the reported suture break during the knot advancement could not be confirmed. Inspection of the returned device indicated that needle deployment and suture retrieval were successful as intended. However, instead of cutting the suture distal to the link, the link was cut. The probable cause for cutting the link instead of the suture distal to the link is incorrect deployment technique. The instructions for use states: disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. Do not attempt to redeploy smc needles in the event of failure to capture suture. Cut the suture from the anterior needle distal of the link. Use of the quickcut suture-trimming mechanism located on the handle is optional. Based on the analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that suture placement of 5 proglide devices were attempted in the right common femoral artery (rcfa) and 1 proglide device the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm procedure (aaa). Reportedly, in the rcfa, during knot advancement of three proglide devices, the suture broke and the advancement was not done. In the rcfa, one proglide device experienced a suture break when in contact with the suture trimmer during advancement. In the rcfa, the knot of one proglide device appeared not to be pre-made and not completed as intended. The knot of one proglide device, used in the lcfa, could not be advanced into the arteriotomy. During advancement it stopped and was not completely advanced. A cutdown was completed and both apteries were sutured closed to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other five proglide devices referenced are being filed under separate medwatch MFR numbers.